Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material at 2 mm proximal to the proximal end of the distal markerband for a distance of 9 mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the midshaft was kinked at 13 mm proximal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10/3.00 flextome cutting balloon monorail was used to treat the target lesion. During the procedure, the balloon catheter was able to cross the lesion. While the balloon was inflated at 6atm on 3rd inflation for 60seconds, it was noted that a balloon ruptured occurred. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10/3.00 flextome¿ cutting balloon¿ monorail was used to treat the target lesion. During the procedure, the balloon catheter was able to cross the lesion. While the balloon was inflated at 6atm on 3rd inflation for 60seconds, it was noted that a balloon ruptured occurred. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).